Event description:
Same case as MDR ID: 2134265-2013-00272. It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. Access was obtained via left femoral artery. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left posterior tibial artery. A 2.5 mm x 20 mm x 143 cm coyote es otw was used for dilatation of the lesion. Upon the first inflation at 3 atm, the balloon ruptured. Another 2.5 mm x 20 mm x 143 cm coyote es otw was then used for dilatation of the lesion. Upon the first inflation at 4 atm, the balloon ruptured. Both devices were removed intact. The procedure was completed with a non-bsc product. There were no reported patient complications and the patient status post procedure was listed as good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-00272. It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. Access was obtained via left femoral artery. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left posterior tibial artery. A 2.5mm x 20mm x 143cm coyote es otw was used for dilatation of the lesion. Upon the first inflation at 3 atm, the balloon ruptured. Another 2.5mm x 20mm x 143cm coyote es otw was then used for dilatation of the lesion. Upon the first inflation at 4 atm, the balloon ruptured. Both devices were removed intact. The procedure was completed with a non-bsc product. There were no reported patient complications and the patient status post procedure was listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: the coyote es catheter was received for analysis. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole aligned with the distal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).